Event description:
It was reported, that the insufflation unit's lcd (liquid crystal display) screen blacked out. But, the power was still on. The issue occurred, during preparation for a procedure. The device was inspected, prior to use. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
The issue occurred during initial power on for the preparation of the day. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: a2, a5, a6, b6, b7, b5, b6, b7, d8, d9, h3, h6, h11. Corrected fields: h6 component code (changed from "g05003" to "g0201402"). The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e03 in faulty log, the main board need to be replaced. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the defective mother board led to the malfunction of error e03 and lcd (liquid crystal display) blackout, which is the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.